Manufacturer narrative:
D4 - primary UDI number: correction. D9: date returned to mfg.: 10/16/2024. H3 and h6. Codes: updated. Device evaluation: the customer reported problem of " device had a positive supply background test¿ was confirmed during review of device error log. The cause was board and wire contamination due to cracked housing and fluid ingress. Repairs consisted of replacing the top case, bottom case, main board, interconnect board, liquid crystal display (lcd), plunger lever assembly, motor, leadscrew, and plunger cable. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a positive supply background test. There was unknown patient involvement and unknown harm/adverse event reported.